Manufacturer narrative:
Physio-control further evaluated the customers device the cause of the reported issue was determined to be user error, as the users left the device powered on for a long time on twice, which caused the batteries to become depleted.

Event description:
The customer reported to physio-control that their device shuts down immediately after start-up. In this state defibrillation therapy might not be able to be delivered, if needed. There was no report of patient harm during the reported event.

Manufacturer narrative:
Physio-control performed an initial evaluation on the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council.

Event description:
The customer reported to physio-control that their device shuts down immediately after start-up. In this state defibrillation therapy might not be able to be delivered, if needed. There was no report of patient harm during the reported event.